Event description:
A filter basket could not be withdrawn back into the capture sheath of a 5mm angioguard after a pta. The lesion was in the right cca was 85% stenosis. The physician used cordis 5mm angioguard and a precise pro rx stent to treat the patient. When the physician withdrew the filter basket, it could not be fully withdrawn back into the capture sheath.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the reported lot number was incorrect, the lot number was 70611627. In addition, analysis of the device indicated the membrane of the filter basket was damaged and appeared to be folded. It was noted that the filter basket could not be fully withdrawn back into the capture sheath after stent deployment. The lesion was in the right common carotid artery with an 85% stenosis. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A non sterile unit of rx/5mm basket diameter/180cm was received coiled in a plastic bag. Delivery system was received inside the capture sheath by the guidewire exit port. A bend condition was observed at 17cm, 48cm and 49cm from proximal tip end from delivery system and a bend condition was observed in distal tip end. Functional test was performed, a lab samples coil dispenser and syringe were used. The basket could be recapture however closure was not uniform due that the membrane of basket was found damaged. The devices were observed under system vision and the membrane of basket was found damaged lr packaging l/n# 10029818, 70611627 (B)(4). The reported failure by the customer as 'capture system/ capture difficulty' was confirmed due to closure of basket was not uniform however the damage found in the membrane of basket could contribute to the failure reported by customer. The cause of the damage observed in the membrane of basket could not be conclusively determined. However could be is related to procedural factors. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused during the procedure and is not related to a product quality issue.